Event description:
It was reported the patient had his spectra penile prosthesis replaced with an inflatable penile prosthesis due to "product migration." No patient complications were reported in relation to this event.